Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted "ccw", consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. However product images were submitted which shows: driver tip sheared with circular material displacement, consistent with torsional overload.

Event description:
It was reported that patient underwent unspecified spinal procedure with 5.5/6.0 system on an unknown date. Removal of the device was performed. During the removal, the tip of the instrument was broken when surgeon tried to untighten a set screw placed on a hook. The surgeon was able to remove the device by removing it with rod. The product came in contact with the patient. No patient complications were reported.no fragments were remained in the patient.